Manufacturer narrative:
Investigation ¿ evaluation: on 26jun2023, an issue was reported with a blue rhino g2-multi percutaneous tracheostomy introducer set from an unknown lot. After the placement procedure (B)(6) 2023, the tracheostomy tube cuff was noted to "malfunction". The patient was taken to the operating room for an open tracheostomy tube placement. Reviews of the documentation, including the complaint history and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) could not be completed, as the 7.5 shiley¿ flexible adult tracheostomy tube supplied in this set is a competitor product that cook purchases and places in this super-set. Cook does not have any inspections for this component. A review of the device history record (DHR) could not be performed due to the lack of lot information provided by the facility. A review of sales records to the user facility over a three-year period prior to the date of event was unable to identify the complaint lot number. Cook was also able to review product labeling. Instructions for use (IFU) document c_t_ptisgi2_rev0 is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "instructions for use: patient preparation: following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube¿s tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly. Tracheostomy procedure: inflate the tracheostomy tube balloon cuff. Connect the tracheostomy tube to the ventilator. Confirm position of the tracheostomy tube via standard methods (e.g., capnography, breath sounds, etc.). Deflate and remove the endotracheal tube. Post-placement: follow hospital protocol for post-tracheostomy care and maintenance." Evidence gathered upon review of the information provided, the dmr, and the IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product, and the results of our investigation, a definitive cause for the failure could not be established. It is unclear what the exact nature of the tracheostomy tube cuff ¿malfunction¿ was in this case. The study noted various difficulties during the placement procedure. It is possible that the cuff was damaged during the initial insertion, causing it to leak. But this cannot be confirmed without additional information. It is also possible that patient anatomy and/or tube size selection caused the difficulty with the cuff. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that the tracheostomy tube cuff included in the blue rhino g2-multi percutaneous tracheostomy introducer set malfunctioned after a percutaneous tracheostomy placement procedure for a 64-year-old male patient. On (B)(6) 2022, the tracheostomy procedure was performed in the intensive care unit (ICU) due to prolonged ventilatory support, respiratory failure and decreased mental status related to a traumatic brain injury (tbi). The patient was intubated, with positive end-expiratory pressure (peep) being less than 20. Ultrasound guidance was not used. During the procedure, bronchoscope guidance was used. A vertical incision was made, and blunt dissection was performed. It was noted that the "finder needle" placement required several attempts to insert into the trachea. The distal tip of the initial blue rhino dilator bent, kinking the wire guide. The white guide was easily passed along the tract into the trachea and a new wire was introduced from the kit. The tip could be visualized at all times and the remaining procedure was without event and tolerated well. Percutaneous dilation was successful, and insertion of the tracheostomy tube was performed on the first attempt. After the procedure on (B)(6) 2022, it was reported that the tracheostomy tube cuff malfunctioned. As a result, the patient went to the operating room for an open tracheostomy tube placement. This report captures the occurrence of a tracheostomy tube cuff malfunction that led to an open tracheostomy tube placement procedure in the operating room.

Manufacturer narrative:
PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.